Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error 2240 which occurred on the homechoice (hc) during use. The home patient (hp) states that the hc displays system error 2240 in dwell 1. The hp stated that one of the supply lines had been opened during dwell. The tsr informed the hp that all unused lines needed to be closed. The tsr had the hp start over with all new supplies. There was patient involvement, but no patient injury was reported. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved by starting over with new supplies. The cause of the alarm was due to the home patient not clamping the unused supply line. The hp verified that there were no loose connections, disconnections or defects on any of the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The root cause of the system error 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. It was revealed that the cause of the alarm was due to the home patient not clamping the unused supply line. This review finds the labeling adequate for the potential use error(s) in the complaint. An individual trend revue was not performed. Renal qe, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.